Manufacturer narrative:
The hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. A maquet field service technician (fst) evaluated the device and found a broken weld seam at the joint front pivot. The fst replaced the spring arm with a new one and returned the device to service. Additionally, the device was directly involved with the reported incident and was used for treatment or diagnosis of the patient when the event occurred. This malfunction was previously addressed in the u.s. Through the device correction z-0182/188-2010.

Event description:
The customer reported that after a surgery, while the patient was still on the operating table, the lighthead broke away from the spring arm when it was moved by or staff. The cupola was retained from falling by the cable. There is no injuries to patient nor staff reported. Factory reference number: (B)(4).